Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 88.6% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: model: 694758, lead; implanted: (B)(6) 2005; model: 5076-45, lead; implanted: (B)(6) 2005.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) triggered elective replacement indicator (eri) earlier than anticipated. The device was removed and the physician chose to downgrade the device to a cardiac resynchronization therapy pacemaker (crt-p) system. It was noted that the pace/sense portion of the high-voltage rv lead had been capped and replaced several years ago. There was no information/history as to why the low-voltage portion had been capped and replaced. The physician chose to utilize the low voltage lead with the new crt-p system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.